Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complication was noted during the primary surgery. X-ray report found interval displacement of liner with asymmetric narrowing and possible wear of tibial tray and soft tissue swelling. Op note indicates patient experiencing squeaking sound. During surgery, liner was found to be disassociated along with metallosis. Tibial plate wear was noted in the lateral side. Only liner was exchanged. No complication was noted. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient was revised approximately two years post implantation due to noise. During the revision the polyethylene liner was found free floating, and metallosis and tibial posterior wear was found as well. The polyethylene liner was exchanged without complications. All other components remained implanted.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-00927. D10: medical product articular surface size ef 10 mm height item# 00596404010, lot# 64673612. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.